Manufacturer narrative:
The pump support was terminated and the device remained insitu, therefore, it was not available for evaluation. A direct correlation between the device, hemolysis and thrombosis could not conclusively be established through this evaluation. It was reported that the patient presented with patient presented with multiple low flow alarms and a lactate dehydrogenase (ldh) level of 900 u/l. Device thrombosis was suspected. An echo was done on (B)(6)2017 which revealed that the patient had an ejection fraction of 45%. On an unspecified date, the clinicians decided to turn off pump support. The device was left in situ. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The patient¿s implanting center is (B)(6) medical center - (B)(6). For the event the patient reported to (B)(6) in (B)(6) for the event. (B)(6) medical center - (B)(6) reported the event to the manufacturer. Approximate age of device ¿ 9 months the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to an outside facility with multiple low flow alarms on the lvad system, and was admitted. The lactate dehydrogenase (ldh) was 900 u/l. An echocardiogram (echo) on (B)(6) 2017 showed an ejection fraction (ef) of 45%. Lvad support was discontinued and the device was left in situ. Information was reported that the patient was transplanted after support was discontinued. No additional information was provided.